Event description:
During colonoscopy and polypectomy, physician attempted to insert snare which worked correctly with first use and then curled up out of the gun handle rather than coming out the end with second use. Manufacturer response for snare, sensation short throw polypectomy snare 13 mm (per site reporter): equipment failure reported to the manufacturer via e-mail. Waiting on response. Product available for return to manufacturer for investigation.